Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via telephone call that the insulin pump display was blank and did not come on until the third battery change. The blood glucose reading was 489 mg/dl. The customer was treated with a bolus and the caller declined troubleshooting and attributed the high blood glucose to puberty. The insulin pump was not replaced or returned.